Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the surgeon was using the mega suture cut needle driver for an extended period of time when the jaw broke and fell inside the patient. The part was found and removed from the patient. The retrieved piece was kept by the site but could not be found to be given to the robotics coordinator. The surgeon took pictures after the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the robotics coordinator stated that the surgeon located the piece, and the assistant removed the fragment with a grasper. The surgeon proceeded to take a picture of the fragment once it had been removed. The robotics coordinator also mentioned that the surgeon had been sewing with the mega suture cut needle driver for an extended period. The surgeon did not note any issues with the functionality of the instrument during the surgical procedure. Fragments did not fall inside the patient during an instrument tip/accessory collision. The mega suture cut needle driver instrument's wrist was straightened and there was no resistance upon removal from the cannula, no damage to the cannula, and no other damage was noted. There was no patient injury or harm, and the patient has not returned to the hospital due to experiencing any post-surgical complications related to the retrieved fragment.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suture cut needle driver associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the issue. Failure analysis found the primary failure was due to a broken grip at the grip base. A piece approximately 0.21" x 0.11" was found to be broken off the wrist assembly. The broken piece was not returned. The root cause is attributed to mishandling/misuse, such as excess force applied to the instrument jaws. A review of the device logs for the mega suture cut needle driver (part# 471309-15 / lot# k112106140084) associated with this event has been performed. Per this review of the logs, the mega suture cut needle driver was last used on a umbilical hernia on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. This last usage of the device was before the reported event date, indicating that the device did not pass recognition or the issue was identified before installation on the reported event date. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the breakage to occur.